Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevated (330 mg/dl). The customer stated that pump settings were adjusted by the healthcare provider (hcp) and may be related to the elevated bg level. Tandem technical support advised the customer to contact the hcp to discuss the settings. The customer acknowledged.